Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The following additional information was provided: "the stent was placed in the common bile duct. So yes, it is located within the indicated anatomy for this device." The device involved in this complaint was not available for return to cook ireland for evaluation. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. However, from the information provided - when the rep was instructing the nurses there was a misunderstanding with the physician which resulted in the stent being placed higher than intended. With the information provided a document based investigation was carried out. The customer complaint was confirmed on customer testimony; however, from the information provided this has been determined to be user error due to the misunderstanding mentioned. Product manager has been contact to request that training be provided. Prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per instructions for use, ¿fluoroscopically visualize radiopaque markers on inner catheter at either end of stent and position the inner radiopaque markers¿ ¿a minimum of 1cm beyond the stricture so that it bridges stricture completely.¿ from the information provided, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The evo-10-11-6-b was being placed to traverse the stricture in the common bile duct. Cook rep was instructing the nurses on the deployment handle when there was a misunderstanding with the physician on the endoscopic yellow marker resulting in the stent being placed higher than intended. A second stent was placed to cover the stricture.